Manufacturer narrative:
Balt USA reference # (B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. 28apr2025: additional information was received from the issuer regarding this incident. Therefore, an updated reportability evaluation was documented which determined this incident should be upgraded to reportable based on the additional information received. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all-post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market, which is also manufactured by balt extrusion and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "double lumen separated during probing, causing the balloon to rupture." Update 28apr2025 - additional information received from the issuer: " could you please inform us about the patient condition to date? The patient is fine, he has not suffered any damage could you confirm us that the incident occurred when the eclipse2l was outside the patient? The eclipse was inside the patient could you please tell us how the eclipse2l was prepared? The eclips was prepared as described in the IFU could you please tell us if you see any damages during the preparation of the device? During the preratation, no damage was detected could you please inform us about the concentration of contrast/saline solution? 50/50 could you please tell us if you succeed to purge the balloon? / remove the air from the balloon? Ballo burst when the pusher from the leo escaped next to the balloon could you please tell us how the physician ended up the case? A new leo stent was successfully implanted without a balloon." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Event description:
It was reported that: "double lumen separated during probing, causing the balloon to rupture" update 28apr2025 - additional information received from the issuer: " could you please inform us about the patient condition to date? The patient is fine, he has not suffered any damage could you confirm us that the incident occurred when the eclipse2l was outside the patient? The eclipse was inside the patient could you please tell us how the eclipse2l was prepared? The eclips was prepared as described in the IFU could you please tell us if you see any damages during the preparation of the device? During the preratation, no damage was detected could you please inform us about the concentration of contrast/saline solution? 50/50 could you please tell us if you succeed to purge the balloon? / remove the air from the balloon? Ballo burst when the pusher from the leo escaped next to the balloon could you please tell us how the physician ended up the case? A new leo stent was successfully implanted without a balloon" incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference # (B)(4) 28apr2025: additional information was received from the issuer regarding this incident. Therefore an updated reportability evaluation was documented which determined this incident should be upgraded to reportable based on the additional information received. The product analysis was completed by balt extrusion. Summary as follows: we received the defect product in its opened pouch. Visual aspect: the eclipse is connected with a valve in the lateral way and a kind of competitor torker on the main way; a competitor guide (blue) is inside the main way; approximately 12cm until 14cm of the distal part, there is a rupture on the tube. The 2 lumens inside the tube are separated; one lumen is stretched; the first proximal ring inside the balloon is disconnected from tube; the balloon has no visible defect. Test to remove the guidewire: removal of the guidewire is normal. Measures: diam ext of guide to check the compatibility: 0,30mm conform to specification. On proximal part, the external diamter is 0,35mm conform to specification. The guide has teflon and has no visible defect. (During handling, the guide was stretched) the axial lumen is stretched inside the balloon. Based on the available information and the investigation results the complaint can be confirmed. 1) devices analysis the affected devices (ecl2l 6x15 and leo.2,0x18) have been returned and inspected in our quality laboratory. During our analysis, we noticed the following points: catheter ecl2l 6x15: a competitor guidewire (guidewire traxcess / terumo) was returned inside the axial lumen of the catheter. The specification of the competitor guidewire is compatible with catheter ecl2l 6x15. A rupture between both lumen of the catheter was observed at 12cm from the distal part of the catheter. The rupture measures about 2 cm long. One of the lumens is stretched the purge lumen is broken inside the balloon the balloon does not present any damage note: the traxcess form terumo was not investigated by our quality laboratory. Stent leo+ baby 2.0x18: the leo stent was returned inside his introducer the leo stent has no visible defect. The leo stent slides without resistance the stent was deployed normally. 2) the lot history record (lhr) review: the lot history record (lhr) review did not highlight any anomaly which could potentially explain the issue experienced during the procedure. During the manufacturing process, several tests are performed: catheter ecl2l 6x15: the passage of a gauge through the microcatheter is 100% controlled. The braid, the tube and the balloon are 100% controlled with a visual inspection during the manufacturing process. Stent leo+ baby 2.0x18: the conformity of stent braiding (absence of damage) is 100% controlled by visual inspection. The stent and its pusher are 100% controlled by visual inspection the proper sliding of the stent through the introducer tube with distal deployment is 100% controlled. 3) information provided from the hospital: during the navigation of the stent leo+ baby 2.0x18 inside a catheter ecl2l 6x15, the physician felt a lot of resistance. "Until the beginning a high friction was felt. A new leo stent was successfully implanted without a balloon" 4) pms data in the incident descriptions it is mentioned that the "stent could not be probed through eclipse"; "double lumen separated during probing, causing the balloon to rupture". According to our post market data this kind of issue could be due to a friction generate between the competitor guidewire and the catheter eclipse 2l. The internal lumen of the catheter would be damaged during the friction felt between the stent and the catheter then caused resistance during the navigation of the guidewire to finally break. The configuration of the implantation site, if it is complex, can generate frictions inside the system and disturb the navigability of the stent. As mentioned on the eclipse2l instruction for use, "take precaution when manipulating the balloon catheter in tortuous vasculature to avoid damage. Avoid advancing or withdrawal against resistance until the cause of resistance is determined". However, the physician didn't mention the step follow during the procedure. The post-market surveillance data data for germany did not show any trend for this failure mode; indeed, the ratio of this failure mode is very low, under 1% regarding the sales versus the similar event. 5) conclusion in conclusion, some hypotheses were established but cannot be confirmed, the review of the manufacturing records did not reveal any anomaly, and the quality of the device does not seem to be involved in the incident you experienced. At this time, no such increase in the rate of occurrence has been observed, however, this issue will remain subject to continued tracking as part of our post-marketing surveillance program. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.